Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), uterine perforation ('perforation- uterus'), pelvic pain ('increasingly severe pain/chronic pelvic pain') and genital haemorrhage ('bleeding- gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed fallopian tubes not completely occluded". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection \ bladder problems"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti \ urinary problems"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal discharge, urinary tract infection, fatigue, migraine and weight decreased outcome was unknown, the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and dyspareunia had not resolved and the genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes not completely occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), apareunia, gen. Abnorm. Bleed, perforation- fallopian tubes. Uterus, bladder/urinary problems- bladder infect. Vag. Discharge, bladder probs., urinary probs., uti , fatigue, migraines, headaches, nausea, weight loss". Patient's information and product indication updated. Essure removal date was added. Essure legal manufacture has changed from bayer healthcare, llc milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/hsg showed fallopian tubes not completely occluded'), uterine perforation ('perforation- uterus'), pelvic pain ('increasingly severe pain/chronic pelvic pain') and genital haemorrhage ('bleeding- gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection \ bladder problems"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti \ urinary problems"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal discharge, urinary tract infection, fatigue, migraine and weight decreased outcome was unknown, the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and dyspareunia had not resolved and the genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes not completely occluded. Most recent follow-up information incorporated above includes: on 28-oct-2020: medical record received lot number was added. Reporter information was added. Event hsg showed fallopian tubes not completely occluded clubbed with fallopian tube perforation. We received a lot no in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation , this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/hsg showed fallopian tubes not completely occluded'), uterine perforation ('perforation- uterus'), pelvic pain ('increasingly severe pain/chronic pelvic pain') and genital haemorrhage ('bleeding- gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection \ bladder problems"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti \ urinary problems"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, female sexual dysfunction, cystitis, vaginal discharge, urinary tract infection, fatigue, migraine and weight decreased outcome was unknown, the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and dyspareunia had not resolved and the genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes not completely occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.